Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. All the components were removed and replaced with a double cuff aus system. No information about the patient's outcome was provided. Additional information received. The patient presented recurring incontinence. Upon removal, a fluid leak from tubing of pump was found. No further intervention required.

Manufacturer narrative:
Field change. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. All the components were removed and replaced with a double cuff aus system. No information about the patient's outcome was provided. Additional information received. The patient presented recurring incontinence. Upon removal, a fluid leak from tubing of pump was found. No further intervention required.